Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: promus element plus,mr,ous 3.50x28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02feb2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely tortuous and non-calcified left circumflex artery. A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed stent damage.